Event description:
It was reported that the asymptomatic patient presented with episodes of ventricular fibrillation. The physician believed that lead noise was present. However, it was noted that the therapy delivered was appropriate. The lead was capped and replaced on (B)(6) 2017. The physician commented that the noise was likely to be a result of subclavian crush on the lead. The patient was stable following the procedure and will be monitored remotely.